Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A surgeon reported a mild anterior capsule tear during a laser assisted cataract procedure. Surgeon took foot off pedal during capsulotomy because was unable to hear that the treatment was being applied. Capsulotomy was half completed. Capsulotomy was aborted with company representative guidance and lens fragmentation was implemented. Surgeon was able to complete the capsulotomy manually. Mild anterior capsule tear was noted in the operating room. No influence with intraocular lens fixation was noted and original plan was conducted.

Manufacturer narrative:
Additional information provided. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).